Event description:
It was reported that during preparation the pump of the inflatable penile prosthesis (ipp) was squeezed for 20 minutes to get it to work. The pump was not implanted. The procedure was successfully completed.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes as no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided. Device technical analysis: the ams700 ipp cylinders were visually inspected and functionally tested; no leaks were found. The cylinders performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed deflation test. Product analysis confirmed the reported events. An investigation conclusion code of caused traced to component failure was chosen, as product investigation identified a pump malfunction related to the reported events. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Risk review: a review of the ams 700 hazard analysis was completed and confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to device labeling. The manual was unlikely to be the cause of the reported complaint.

Event description:
It was reported that during preparation the pump of the inflatable penile prosthesis (ipp) was squeezed for 20 minutes to get it to work. The pump was not implanted. The procedure was successfully completed. The reported allegation was confirmed though product analysis.